Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant was used correctly, but the item malfunctioned when tensioning the graft. The tensioning sutures were sliding along the tightrope button. When we removed the item, the knot around the button was missing so the tightrope could not be tensioned or shortened. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is not confirmed. -one unpackaged ar-1588rt-2j tightrope® ii rt with deploying suture was received for investigation. A needle was received along with the ar-1588rt-2j according to the bom the needle is not a part of this device. -visual evaluation of the suture system noticed that the white deploying suture and the blue passing suture were no longer assembled to the button. It was further noted that the loops of the white suture were bunched up at the button. -the most likely cause for the blue and white suture no longer being assembled can be attributed to misuse. -functional testing was performed by attempting to tension the white loop suture strands to ensure movement of the loops and the device was found to function as required. No problem was identified with the functionality of the loops as they were able to be tensioned and shortened. -refer to investigation photos.